Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition and sent in without a power cord. Evaluation by the depot technician found that the power board showed signs of damage (burst capacitor). Therefore, the function of the unit was, for safety reasons, checked with a test power supply board. The small screws which were removed to check the device were replaced. To prevent a dysfunction with the new power supply board, the xenon lamp was also replaced. After reassembly, full functional and safety tests were performed according to manufacturer's specification. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the power board was damaged. This was most likely due to rough handling/environmental damage. The issue of this 00mlx unit producing a burning smell could be due to a damaged power board, resulting in the unit overheating. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that their medical engineer received a report from the operating theatre that an mlx 300w xenon lightsource (00mlx) had a smell coming from it and had gone off. This occurred between cases and no patient was present. The unit was brought into the workshop, disassembled and the cause of the strange smell was found to be coming from inside the unit. The medical engineer found the main power supply capacitor had burst open, throwing its electrolytic liquid over part of the power supply area. The switching ic used to drive the power supply had also blown apart. No fuses had gone and checks on all other components appeared ok.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.